Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted on the bedside board. The cause of the inability to charge a battery pack was the corrupted u13 component. The root cause of the corrupted component cannot be identified. No adverse event resulted from the corrupted component.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.